Manufacturer narrative:
Patient weight has been requested but has yet to be provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2022. The patient had been at home on hospice for the last few months.

Event description:
Additional information was received that the patient was placed on hospice due to failure to thrive. The death was not considered to be device related. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be determined through this evaluation. No product was returned for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current hm3 lvas instructions for use (IFU) rev. C lists potential adverse events that may be associated with the use of the hm3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.